Event description:
I had novasure endometrial ablation in (B)(6) of 2011 as treatment for my abnormally long lasting menstrual period. Six months later, I began to have intense cramping, vomiting, diarrhea. Initially it was thought to be either a kidney stone or fibroid tumor. After two trips to the emergency room I was sent to an obgyn that later diagnosed me with post ablation syndrome. Basically, the procedure did not completely remove the lining of my uterus, but it did close my cervix. The result is that each month I have a menstrual flow that can not escape, causing me severe pain, similar to labor pains. It is also a high risk of infection because fluid (blood) is sitting in my uterus, unable to escape. The only solution to the pain have a hysterectomy. I have been dealing with this pain for 6 months and have found during this six months that this result is very common. My current doctor informed me that it is more common, in fact, in women that are under the age of 40. None of this, or the potential of this being a side effect, were explained to me prior to the procedure. This is not even listed as a potential side effect on novasure's website. Other women should be warned of this because given the choice, I would deal with the long periods or try to find the cause of the long periods any day over dealing with this pain each month. Online blogs are filled with thousands of women with similar complications! I have a high deductible insurance plan, so until I can save the money, I will not be able to have the hysterectomy. This procedure was performed by dr (B)(6). The procedure was performed at (B)(6) medical center. My current doctor is dr (B)(6). Reason for use: menorrhagia.